Manufacturer narrative:
(B)(4). Patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that transmitter stopped working occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and passed. Pairing test was performed and failed due to transmitter not found. A review of the share logs was performed and signal loss greater than 3 hours was found within the investigation window. The allegation was confirmed. The probable cause was determined to be signal loss due to the transmitter and app not being able to establish a connection. The reported event of a transmitter stopped working is reportable based on the finding of a signal loss greater than 3 hours. No injury or medical intervention was reported.